Event description:
This was an interventional case. The artery was accessed through the left cfa. A groin shot was not taken. The case was uneventful, but the physician encountered some resistance when advancing 0.018" guidewire. A 5f terumo sheath was inserted easily and flushed. Wires were advanced through the sheath and over the bifurcation. A 4f cook sheath was inserted up and over into the contralateral femoral artery. Diagnostic photos were taken and the case was converted to intervention of the right popliteal artery. The 3000 iu of heparin were administered. The intervention was completed and the sheath pulled with act 206. Hemostasis was achieved in 6 minutes. Light pressure was held for another 2 minutes. The access site looked fine with no hematoma. The pt was asymptomatic, but the recovery room nurse noticed diminished distal doppler pulses. An ultrasound revealed slow flow in the left iliac artery. The pt was scheduled to be brought back to the lab for angio imaging later in the day. The vessel occlusion at the access site was resolved using a regular balloon with 2 extended inflations. Unrelated to the axera procedure, peripheral artery disease was cleared with a cutting balloon. The pt recovered with no further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. Photos received confirmed the description of the event. A review of the device history record was performed for the lot associated with this event and no nonconforming material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU) was reviewed. Possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.